Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6) 2014, new information noted that the lead exhibited noise. The patients condition was good and the lead remained implanted.

Event description:
It was reported that a patient presented to the hospital after receiving vibratory alert. The atrial lead trend showed high impedance. The device was reprogrammed.